Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the light source turns on and off intermittently. The procedure was completed. Additional information was received indicating the system was rebooted to complete the procedure. There was no patient injury reported.